Event description:
The customer reported that the unit failed a shift check and the system log showed error codes. When attempting to charge, a defib failure cycle power message appeared.

Manufacturer narrative:
The factory has not yet received the device for evaluation and this complaint is still under investigation.